Event description:
It was reported, the pt had experienced overstimulation. An impedance check was performed and revealed two invalid contacts. It was also reported the pt is no longer receiving adequate coverage. Reprogramming was unsuccessful. The pt is scheduled to meet with his doctor.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.